Event description:
On (B)(6) 2023 mpxr 1024592 (rep, hcp, for, sdy): medtronic received information regarding a patient who had a pipeline vantage flow d iversion stent implanted on (B)(6) 2021 to treat an unruptured left internal carotid artery (ica) c6 segment sidewall saccular aneurysm. The aneurysm max diameter was 6.4mm and the neck diameter was 2.7mm. There was no reported device deficiency or patient adverse event. Patient mrs was 0. It was reported that core lab assessment observed raymond and roy (r) aneurysm occlusion class 3 in the 1 year follow-up dsa imaging. Previous core lab observations included: r class 3 on (B)(6) 2021, r class 3 (better) at 180 day follow-up on (B)(6) 2022. Site assessments observed: r &r class 3 at time of treatment on (B)(6) 2021 and r&r class 1 at 180 follow-up and 1 year follow-up. No additional treatment was reported to prevent permanent injury or impairment. There was no reported impact on the patient. On (B)(6) 2023 e1 (rep, hcp, for, sdy): additional information received reported site disagreed with core lab finding and report r&r class 1 in 1-year follow-up dsa imaging. No symptoms were noted. No additional action or intervention was reported. On (B)(6) 2023 fu x3 (for, rep, hcp): additional information received reported that per corelab image read of the 180 day dsa on 04may2022 and year 1 dsa on 08nov2022, there was "pipeline foreshortening (movement on either or both ends of the device in opposite direction towards the aneurysm neck. There was pipeline fish-mouthing (distal) with 25-50% parent artery stenosis. Corelab also reported intimal hyperplasia in the proximal third, middle third, and distal third of the stent with parent artery stenosis. On (B)(6) 2023 mpxr 1024592.4, lsh 994293222 (fro, rep, hcp): additional information received reported signs of braid change of 25-50% distal and proximal pipeline fish-mouthing, with distal > proximal. 2023-03-14 email (for, rep, hcp, sdy): additional information received reported that the site was queried to assess the finding of ¿pipeline foreshortening¿ and consider whether this was a device deficiency. Per site response: ¿the ica was circumferentially dilated across the neck of the aneurysm. During the procedure, the ped opposed well to the vessel wall distal and proximla to the aneurysm, but not at this dilated section of the ica. At f/u, the device fully opposed to the dilated section, and subsequently forshortend. That is not a device defficiency, but rather well functioninig of thedevice, properly adapting to the vessel.¿ regarding ¿pipeline fish-mouthing¿ site has completed 2 ae crfs for ¿parent artery in-stent stenosis¿, meeting the study definition for cerebral infarction, of which they have associated with the device fish-mouthing. Both events had associated hospitalizations and diagnostic test/imaging performed, and one event reports a percutaneous intervention was performed to treat the event, however, it is unknown whether there were any actions taken to ¿resolve¿ the device issues. 2023-03-29 lsh update (for, rep, hcp, sdy): no new event information received.

Manufacturer narrative:
A2. Only the year is valid of the reported patient birthdate. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.